Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator experienced a severe occlusion. The patient was placed on an alternate ventilator and there was no harm or injury to the patient as a result of the event. A service engineer (se) inspected the device and was able to duplicate the reported issue. The se removed the patient circuit and filters, cleaned the ventilator, and then used the test circuit to setup the ventilator but the issue continued. The se performed all ventilator calibrations and then the issue did not occur. In addition, the se replaced the exhalation valve assembly as a precaution. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Product analysis: an exhalation valve module (evm) assembly was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and functionality testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.